Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03767. The patient reported he has not used his scs system since 2011 due to the system causing him more pain. The patient also reported the system has been reprogrammed multiple times to no avail. Subsequently, the patient desires to have the system explanted and is going to consult with the physician regarding the procedure. Furthermore, the patient is unable to locate his patient programmer and charging system, so it is not known whether the scs ipg is operable or not. Additional information is unavailable at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.